Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, lymphadenopathy.

Event description:
Patient reported "prosthesis as if it were coming out of the body (more to the side) contracture, encapsulation, it went down and image suggestive of intramammary lymph node in the superolateral quadrant" confirmed via MRI. Later confirmed baker's grade of capsular contracture IV. This record is for a left side. Device remains implanted.